Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's left ventricular (lv) lead exhibited high thresholds. It was also reported the high thresholds occurred after the patient fell. The lv lead was reprogrammed, however during reprogramming it was found several vectors exhibited high impedance. A suitable vector was found and the lv lead remains in use. The patient is a participant in the (B)(6) clinical study. No patient complications have been reported as a result of this event.